Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located at the mildly calcified iliac artery. The 8.0mmx20mmx135cm sterling balloon catheter was advanced to the lesion for dilation. The balloon was inflated however it ruptured at 14 atmospheres on the second inflation. The procedure was completed with another same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).